Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported via nbir ¨suspected/actual rupture/deflation¨. This record is for the right side. The device was explanted and replaced.